Manufacturer narrative:
(B)(6). Device evaluation: the lenses were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint devices could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lenses could not be reviewed as no serial numbers were provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation bubbles / inclusions on the edge were observed. It affected about 8 patients. In addition, when the intra-ocular lens (iol) had unfolded, small, fine cracks in the material could be seen in the iol. Sometimes the inclusions / vesicles are on the edge area of the lens and sometimes more central. The iols have not yet been explanted up to now. It was confirmed that handling when folding was done according to the instructions. No additional information was reported. This report captures the 8 suspect lenses with unknown serial numbers. The other 2 suspect products with specific identifers are captured in separate MDR submissions.